Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck during the remote upgrade. A field service engineer (fse) identified that the station became unresponsive after a remote upgrade and stopped functioning. The fse replaced the hard drive and reloaded the system software, then configured endpoint security, windows server update services, component management, and credential management settings. The fse performed synchronization with the server to restore normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck during the remote upgrade. However, there were no delays or adverse events or injuries reported based on this event.